Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was not feeling well at the end of august and the implantable neurostimulator (ins) turned off. Follow-up with the health care provider (hcp) revealed that it was unknown what troubleshooting was performed and turning the device back on resolved the issue. The cause of the ins turning off was unknown.

Event description:
Additional information received from the consumer reported that the ins was checked in the beginning of (B)(6) 2016 and determined that the ins was off for an unknown reason, and inquired if going through airport security could have turned it off. The caller believes the ins was never turned on because they didn't have any symptom improvement after the ins was replaced, and after they turned the ins back on it was working great with the related symptoms resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.